Manufacturer narrative:
Reference record (B)(4). Event: additional information.

Event description:
It was reported that on (B)(6)2019 the pej was removed and the peg was left. Infusion therapy was suspended and the lesion healed. The patient is under oral therapy and a gastroscopy is scheduled for (B)(6)2019.

Event description:
On 21 june 2019 it was reported considering the general decay of the patient, the peg was removed. The patient will not continue therapy.

Manufacturer narrative:
Reference record: (B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient was hospitalized due to duodenal ulcers and a diagnostic investigation is ongoing. The device has not been removed and the patient is still under infusion therapy. No additional information is available.